Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mitral regurgitation (mr). During the preparation of the steerable guide catheter (sgc) (50616r2011), while inserting the dilator, the sgc was experienced a loss of column. Therefore, the device was not used and was replaced. An additional sgc (50616r2010) also loss column while inserting the dilator. Therefore, the device was not used and was replaced. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mitral regurgitation (mr). During the preparation of the steerable guide catheter (sgc) (50616r2011), while inserting the dilator, the sgc was experienced a loss of column. Therefore, the device was not used and was replaced. An additional sgc (50616r2010) also loss column while inserting the dilator. Therefore, the device was not used and was replaced. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported leak could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.